Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6)2019 and (B)(6)2020, the right ventricular pacing impedance was initially recorded around 500 ohms before it abruptly rose spiked 1500 ohms in the end of (B)(6) 2019 and the gradually rose from 500 ohms onto 800 ohms in the end of the recorded period. The right ventricular pacing threshold was initially recorded around 1.2 v before it abruptly peaked at 2.8 v and then rose gradually from 1.0 v onto 2.8 in the end of the recorded period. The right ventricular sensing amplitude was recorded greater than 20 mv with a short drop onto 19.4 mv in the beginning of (B)(6) 2020. The right ventricular shock impedance was initially recorded around 50 ohms, before it rose gradually in the end of december from 50 ohms onto 70 ohms in the end of the recorded period. The analysis of the provided radiographs confirmed the externalised conductor. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 113 months after the implantation, impedance changes were noted on this lead. The lead was capped, left in situ and a new lead was implanted.